Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent influence in-fast (ams) implant, lso, a&p colporrhaphy, suprapubic catheter placement, external anal sphincteroplasty and perineoplasty. It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, bleeding and vaginal scarring. It was reported that patient underwent a&p colporrhaphy and removal of previous sling mesh on (B)(6) 2003 due to mesh pubic bone sling did not hold.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
(B)(4) received an e-mail from the ethicon risk manager stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 1998 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention, urinary frequency and hematuria.